Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, post-paced t-wave oversensing resulting in loss of biv pacing was observed. Recommended programming changes were not made. Physician decided to monitor the patient.